Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#scorpio cr basic femur w/posts ; cat#70-3011r ; lot#k04l07 device name#series 7000 standard tibia ; cat#7115-0009 ; lot#t04t257 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
"He is due to have his right knee revised as again he has significant osteolysis of his right proximal tibia."